Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician.  Visual inspection identified that the display was broken, confirming the reported condition. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump was broken. There was no patient involvement reported. No additional information is available.